Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion set was leaking at the headset with seven different infusion sets. No adverse event was reported. The patient was unable to provide the lot numbers of the infusion sets. She had one infusion set available to return for product evaluation.